Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fatal infection ("baby died shortly after birth due to an infection due to essure") in a patient exposed to essure during pregnancy. Other product or product use issues identified: foetal exposure during pregnancy "essure micro-insert exposure in utero". On an unknown date, the mother had essure inserted. On an unknown date, the patient was diagnosed with infection (seriousness criterion death). Last menstrual period and estimated date of delivery were not provided. The patient was exposed to essure in place during the first, second and third trimesters of pregnancy. The pregnancy outcome was reported as a live birth of a child with health problems. The reported cause of death was infection nos. The reporter considered infection to be related to essure. The reporter commented: this child case is linked to mother case #(B)(4). This case report was posted in social media. It refers to a newborn who died shortly after birth due to "infection caused by essure"; the mother was pregnant with essure (fallopian tube occlusion inserts) inserted. The infection with neonatal fatal outcome is unanticipated in the essure reference safety information. In this case, the mother's historical and concomitant medical conditions, gynecological history, gestational age at delivery, location of the inserts, and site of infection were not reported. It was not clear if the mother had already signs and/or symptoms of infection or if it was acquired after birth. Considering minimal information was provided and follow-up is not possible to be pursued in this case, causality could not be excluded and the case was assessed conservatively as incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fatal infection ("baby died shortly after birth due to an infection due to essure") in a neonate exposed to essure during pregnancy. Other product or product use issues identified: foetal exposure during pregnancy "essure micro-insert exposure in utero". On an unknown date, the mother had essure inserted. On an unknown date, the neonate was diagnosed with infection (seriousness criterion death). Last menstrual period and estimated date of delivery were not provided. The neonate was exposed to essure in place during the first, second and third trimesters of pregnancy. The pregnancy outcome was reported as a live birth of a child with health problems. The reported cause of death was infection nos. The reporter considered infection to be related to essure. The reporter commented: this child case is linked to mother case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of product technical complaint. This case report was posted in social media. It refers to a newborn who died shortly after birth due to "infection caused by essure"; the mother was pregnant with essure (fallopian tube occlusion inserts) inserted. The infection with neonatal fatal outcome is unanticipated in the essure reference safety information. In this case, the mother's historical and concomitant medical conditions, gynecological history, gestational age at delivery, location of the inserts, and site of infection were not reported. It was not clear if the mother had already signs and/or symptoms of infection or if it was acquired after birth. Considering minimal information was provided and follow-up is not possible to be pursued in this case, causality could not be excluded and the case was assessed conservatively as incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.